Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they have not been feeling well and have experienced "dizzy spells frequently that lead them to either sit down or fall down" and discomfort in the chest area. The patient further reported that their device had not been interrogated. Follow-up was attempted but unable to confirm whether or not the device and/or patient had subsequently been evaluated by a physician. The device remains in use. No further patient complications were reported as a result of this event.